Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopic resection of pancreatic cancer, while detaching the blood vessel, the device did not fire. The surgeon was able to press the green button but unable to squeeze the handle. The surgeon used a new handle to resolve the issue. There was no patient injury.